Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for an unknown dbs therapy. It was reported that there were high impedances with the new tablet programmer during impedance testing. The issue had not resolved. Additional information was received from the rep stating that they did not test the impedances with the 8840. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the causes of the high impedances were unknown. There were no further complications reported.